Event description:
It was reported that the patient faced an infusion set kinked cannula event on (B)(6) 2026. Blood glucose level was 483 mg/dl at the time of the event and patient took manual injection and experienced nausea at the time of the event.

Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.